Manufacturer narrative:
Although requested, complaint sample was not available for return and evaluation. A review of the manufacturing records concludes that the product was manufactured, packaged, and released according to global and plant product specifications. Based on all available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
A practitioner reported that a consumer changed to a new type of contact lens and reported experiencing discomfort in their eyes after using the lens for 3 months. The consumer was diagnosed with bilateral iritis. They were prescribed dexagentamicin eye drops for two weeks. The consumer discarded the lenses that were involved. They have since recovered and did not provide medical records. This report is for lens two of two.